Event description:
It was reported that in the course of a therapeutic procedure, a pulmonary biopsy, the needle could not be removed as it was lodged in the scope. The system was removed with the needle attached. The nurse manager tested the product when it was removed-no apparent defect was noted. It is reported that shortly after the procedure the pt coded. The pt was taken to the operating room for bleeding in the lungs, was intubated and revived. The pt was in ICU for one day. When the pt was re-scoped the clinician was not able to find any signs of injury (laceration). It is unknown why pt bled and coded. Pt was discharged 3 days later. No further information is available.